Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:51:11. During night drain cycle six, the patient's ultrafiltration reading was 2665ml, indicating the home patient (hp) drained 1675ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be use error; tidal total ultra-filtration removal was set too low. If any additional information is received, a follow-up will be sent.